Event description:
Fmc canada complaint (#0935) received. Stated complaint is "blood noted in dialysate line leading from the dialyzer." The internal blood leak of the dialyzer was reported with the initial use (non-reuse) of the device. The blood loss reported was estimated at 300 cc, however the extracorporeal circuit with the "c3" blood tubing set and the f80a dialyzer is 215 cc. MDR determination made on 4/6/99, as blood loss confirmed. There was no reported injury or illness. MDR filed due to blood loss reported. Actual sample was disinfected and will be forwarded to ogden.